Manufacturer narrative:
Cmp-(B)(4). The following report is submitted to relay additional information updated: the reported event is confirmed as the visual inspection of the returned products confirmed fracture. The returned tasp was fractured on the anterior side of the post feature and also showed excessive wear. The tasp had a potential field life of 4 years with unknown frequency of use. As the event is related to a provisional instrument, implant compatibility is not applicable. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. CAPA investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice (reference (B)(4) 2014). Ps tasp top components and standard (non- cps) tasp bottom components have been modified to prevent fracture. The definitive root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional fractured. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction.